Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 42 mg/dl at the time of incident and not treated. The customer was assisted with troubleshooting. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reports bolus wizard was programmed accurately. Customer stated that they did not alleging insulin pump was over delivering. Customer reported that during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer stated that displacement test was passed. The insulin pump will not be returned for analysis.